Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing leads exhibited possible breakage. It was also reported that the patient's blood pressure dropped sharply and rescue measures were undertaken. The leads were not used and a single chamber system was implanted. No further patient complications have been reported as a result of this event.